Event description:
The user facility reported that heparin locking was performed when the surflo i.v. Catheter was connected to the surplug ad extension tube; however, a leakage from a gap of the surflo i.v. Catheter and surplug ad extension tube occurred. The event occurred intra-operative. There was no patient injury or medical/surgical intervention required. The affected product was replaced with a new one. No health hazard was reported.

Manufacturer narrative:
Expiration date: jan2027. UDI - not required for product code. Implanted date: device was not implanted. Explanted date: device was not explanted. Device manufacture date: 02/10/22~02/11/22. The one (1) catheter was returned connected to a surplug ad extension tube for investigation. Fluid flow check was performed, and leakage was confirmed at the connection between the catheter and the catheter hub. When the leakage occurrence portion was closely observed under microscope, a scratch was confirmed on the catheter located on the catheter hub. It was presumed to have been created by being contacted by the inner needle. The concerned product is continuously produced by fully automated process in which the inlier needle and the catheter is assembled in once motion. Therefore, if a tip of inner needle contacts to a catheter, an inner needle will be found with protruded from the catheter, which triggers our inspection system to trap and automatically reject such defective product off the line. Furthermore, periodical inspection is conducted to ensure no anomalies in accuracy and mechanical function of the system. The manufacture inspection records for the reported lot number was traced back and reviewed. The results show no defective product, such as damaged catheter or scratched catheter, has been detected. Since the scratch on the actual sample was presumed to have been created by the inner needle tip contact, we have investigated our manufacture inspection records with focusing on the possibility that the inner needle had contacted to the catheter tube during the inner needle and catheter fitting process. However, we were not able to identify the specific root cause. Relevant IFU reference: "do not attempt to re-insert a partially or a completely withdrawn needle." Terumo medical corporation (tmc) (importer) registration no. (B)(4) is submitting this report on behalf of kofu factory of terumo corporation (manufacturer) registration no. (B)(4).